Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the lower limb. After a guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, pressure was unable to be applied to the balloon and it was judged that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the lower limb. After a guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, pressure was unable to be applied to the balloon and it was judged that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.